Event description:
The customer reported that the unit is not charging and is constantly beeping. The customer also noted a shock equipment malfunction message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit is not charging and is constantly beeping. The customer also noted a shock equipment malfunction message. There was no reported pt involvement. This complaint is still being investigated. A follow -up will be submitted upon completion of the investigation.